Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: an event regarding crack/fracture involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 360 found quality inspection procedures successfully passed. Complaint history: a search of the complaint database under device identification (B)(4) reports no similar complaints for tka software crack fracture. Conclusion: malposition of a tracker pinhole on the mid femur as used for robotic instrumentation during primary knee arthroplasty has created a weak spot in the cortical bone of the femur contributing to an acute overload condition while the patient was getting up from a chair. This caused a fracture at exactly the location of the pinhole in the mid-shaft femoral area requiring surgical fracture repair by intramedullary locking nailing. All knee devices were not touched and as such were retained.

Event description:
(B)(6) 2019 patient received a mako tka; then on (B)(6) 2019 patient stood up from chair and experienced a femoral shaft fracture at the mako fiduciary pin site from the mako tka done in (B)(6) requiring surgical repair.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
On (B)(6) 2019 patient received a mako tka; then on (B)(6) 2019 patient stood up from chair and experienced a femoral shaft fracture at the mako fiduciary pin site from the mako tka done in (B)(6) requiring surgical repair.